Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event during ilet bionic pancreas use, including loss of consciousness at home; emergency medical services measured a blood glucose of 33 mg/dl, and a glucagon dose was administered by a caregiver, with earlier cgm readings reportedly higher and no confirmatory fingerstick documented. Symptoms included loss of consciousness. Outcomes included the need for emergency medical assistance. Investigation included a review of device use and user-reported history, along with troubleshooting and education. Investigation of this case revealed an undetermined cause with a potential contribution from meal announcement timing relative to insulin dosing. It was concluded that the event was user-impacting hypoglycemia with cause unclear and that medical attention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.